Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/20/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and no damages were noted. The system failed initial functional testing as it exhibited a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon power up that could not be cleared. The platform then underwent load cell characterization testing, where it was found that load cell module 2 was over-reporting. A review of the platform's archive was performed and found that ua 7 occurred on the reported event date of (B)(6) 2015. Load cell module 2 was replaced to remedy the customer's reported complaint of the platform exhibiting ua 7. After replacement of load cell module 2, the platform underwent another load cell characterization test to verify that both load cell modules 1 and 2 are performing within specification. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed through review of the platform's archive and upon initial functional testing. The root cause of the ua 7 was determined to be a defective load cell module 2, which was over-reporting. Load cell module 2 was replaced, remedying the ua 7 error message.